Event description:
The implant failed due to patient bone condition. The implant was placed at #17. Good oral hygiene. Infection.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.